Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, air leakage was suspected. The device was removed from the patient¿s body. There was no reported patient injury.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, air leakage was suspected. The device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the complaint could not be reproduced. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a leak was not observed. No leaks were observed during pressurization of the sample. The investigation findings did not produce a result based on the description of the event, therefore both confirmation of the reported event and identification of a root cause(s) were not established. Consequently, this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.